Manufacturer narrative:
Evaluation summary: the samples were received for evaluation and no failure was confirmed. No reported event was observed in the received samples since met with the product specifications. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed using a syringe of air was applied to the cuffs and it was noticed the cuffs held the air, the cuffs were left inflated 2 hours, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. There were no patient symptoms or complications though patient had to be reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. The customer indicated that there were no patient symptoms or complications or harm associated with this event.